Manufacturer narrative:
In total harvest received (B)(4) reports of gdp-10 leaks at FDA as a separate MDR. As part of an investigation gdp-10 product was inspected and 2/135 luer connectors exhibited a crack. Based on this investigation field action will be initiated and gdp-10 product will be recalled. The district office will be notified.

Event description:
Site reported that gdp-10 harvest graft delivery system failed at the luer connector. All gdp butterflies failed for this case. The butterflies form the syringe kit were used to complete the case. There was a slight delay in switching out the butterfly. No pt injury was reported. The quality of the graft was not compromised. The extra butterflies from the syringe kits were used to complete the case.